Event description:
The customer reported that the navigation system displayed a checksum error message which would prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cmos memory battery. The system operates as intended.